Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the physician was utilizing the generator's bipolar mode to resolve a bleed in the patient's stomach when it was noted that irrigation could not be achieved. The physician opted to resolve the bleed via hemostatic clipping instead, thus completing the procedure. Following the procedure, the biomedical engineer at the account inspected the unit and found the pump motor to be "burnt out." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. During electrical evaluation, the unit lights illuminated, but irrigation and energy delivery could not be activated. The cover of the unit was removed, revealing that all of the wires had been un-soldered from the foot switch connector. The foot switch connector was replaced and the unit was re-evaluated. The unit passed the energy output portion of the endostat ii return evaluation procedure, but did no pass the irrigation portion. The motor turned very slowly and was not adjustable; no irrigation output was observed. The condition of the returned device was consistent with the complaint that irrigation could not be achieved; the complaint was confirmed. The most probable root cause of this issue is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the physician was utilizing the generator's bipolar mode to resolve a bleed in the patient's stomach when it was noted that irrigation could not be achieved. The physician opted to resolve the bleed via hemostatic clipping instead, thus completing the procedure. Following the procedure, the biomedical engineer at the account inspected the unit and found the pump motor to be "burnt out." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.